Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between 29 january 2020 and 28 january 2021 recorded the rv pacing impedance with initial values at 400ohms, before in the end of the recorded period the impedance abruptly rose onto 3000ohms. The rv sensing amplitude was recorded initially between 6 and 7mv, before in the end of the recorded period the amplitude fell onto 4mv. The analysis of the provided iegm episodes revealed artifacts on the farfield and rv channel, which led to the reported oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
(B)(6) 2021, received a message via hm about possible broken ICD lead conductor. (B)(6) 2021, after device check at the hospital, it was confirmed that although the event was not repeated but there was a impedance error (which was done by hp staff.) (B)(6) 2021, additional ICD lead was implanted. It was cut and remained in the patient. It was suspected that there was a slit near pocket area, so the physician thought there was a conductor broken near the cut.